Event description:
Reportedly, an alert was raised on smartview website following an atp, but the associated pdf report was empty.

Manufacturer narrative:
Analysis synthesis: analysis of the provided idf file confirmed the reported issue: an empty remote report was received for the patient implanted with the ulys device with s/n: (B)(4). - in-depth analysis revealed that the observed issue resulted from a communication error between the subject ICD and the associated programmer during an in-clinic interrogation, leading to the display of a pop-up message indicating that patient data is missing. However, reprogramming the patient data following this error led to the generation of unexpected characters in the patient data section, in particular for the lead coil parameter. Upon the next remote follow-up, these unexpected characters could not be read correctly by the back office, resulting in the generation of an empty remote report. - a correction of this software issue at the level of the back office has been deployed on 8 march 2023, in order to generate remote reports despite the invalid parameters in the patient data section. - it should be noted that the idf files associated to empty remote reports remained available on the smartview remote monitoring website, they could be opened on a programmer to access to implant data (episodes, alerts, electrical performances, etc.).